Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported product is not expected to be returned as the customer discarded the product. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. The customer experienced sweating and was unable to self-treat. The customer had contact with a healthcare provider and was treated with sugar water. There was no report of death or permanent injury associated with this event.